Event description:
Pectus bar with lactosorb stabilizers implanted (B)(6)2008. About 6 weeks post-op, the stabilizers broke, the bar remained in place. The broken stabilizers were removed.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Current info is insufficient to permit a valid conclusion about the cause of this event. If add'l info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a f/u up report will be sent.